Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon and shaft revealed a shaft kink with a hole in the inner and outer shafts at the same location (32.5cm proximal of the proximal balloon bond). Microscopic examination presented no irregularities in the inner or outer shaft that could have contributed to the hole. The diameter of the holes was approximately the outer diameter (od) of the proximal end of a guidewire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The orientation of the holes suggests that the proximal end of the guidewire was loaded through the exit notch when it punctured through the wall of the inner and outer shaft, which is consistent with the reported event. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends with a calibrated pin gauge set which is within the coyote es specifications. The guidewire used in the procedure was not received with this device. A .014¿ kinetix guidewire was used for functional testing by loading the guidewire into the tip and exit notch advancing through the lumen. Resistance was encountered at the location of the kink and holes but was able to advance through the entire distal shaft. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft perforation occurred. The target lesion was located in the anterior tibial artery. After the unspecified guide wire crossed the target lesion, the 1.5mm x 20mm x 142cm coyote (tm) es balloon catheter was advanced but was not able to cross the lesion. The physician removed the guide wire and performed angiography to confirm the location where the issue occurred. Then the physician tried to reinsert the guide wire into the guide wire lumen of balloon catheter but it was unsuccessful. The physician again tried to insert the guide wire from the proximal end of the guide wire lumen of the balloon catheter. However, the guide wire punctured the shaft of the balloon catheter. It was then noted that there was a hole in the shaft of the catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that shaft perforation occurred. The target lesion was located in the anterior tibial artery. After the unspecified guide wire crossed the target lesion, the 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced but was not able to cross the lesion. The physician removed the guide wire and performed angiography to confirm the location where the issue occurred. Then the physician tried to reinsert the guide wire into the guide wire lumen of balloon catheter but it was unsuccessful. The physician again tried to insert the guide wire from the proximal end of the guide wire lumen of the balloon catheter. However, the guide wire punctured the shaft of the balloon catheter. It was then noted that there was a hole in the shaft of the catheter. No patient complications were reported and the patient's status is good.